Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 1.1 mmol/l to 27.8 mmol/l. It should be noted that this meter does not give numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc blood glucose meter. Customer reported a reading of "lo" (below 1.1 mmol/l) which was lower than lab reading of 7.8 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. A visual inspection was performed on the returned meter and no issues were observed. Meter did power on with button depression and strip insertion. A control solution testing was performed on returned meter and retained strips, and all results were satisfactory. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Precision strips was not returned. The neo meter was returned and investigated. Therefore, no further investigation activities are required. Dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips meter passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. Therefore, issue is not confirmed.

Event description:
Customer reported receiving a low reading from their adc blood glucose meter. Customer reported a reading of "lo" (below 1.1 mmol/l) which was lower than lab reading of 7.8 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.